Event description:
It was reported that an alarm indicating a current occlusion occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed technical support¿s instructions to disconnect tubing and deliver a bolus, successfully resolving the occlusion issue, and was advised to replace supplies and resume insulin.